Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient experienced bleeding of over 500cc 20 minutes after the completion of a roux-en-y procedure due to an incomplete seal. The patient required a reoperation and a transfusion. Bleeding was noticed to be coming from the gastric colic vessel. The bleeding was controlled with clips. The patient is reported to be in good condition and is at home. The device was discarded. No further information is available.